Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After crt-d implantation a reposition of an electrode was needed because the rv lead did not have adequate slack. The rv electrode was repositioned, the pulse generator was reprogrammed.

Manufacturer narrative:
(B)(6) 2022 it was reported that the lead dislodged and had no slack again. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.